Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the right main-stem bronchus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for palliative treatment of a 3 cm stricture within the right main-stem bronchus due to lung cancer. The patient's anatomy was not tortuous and it was not dilated prior to stent placement. During the procedure, as the stent was being deployed, the physician reported having difficulty visualizing the stent under fluoroscopic guidance. Subsequently, part way through deploying the stent, the "resistance of the suture disappeared." The delivery system was removed from the patient. Outside of the patient, it was confirmed that the deployment suture had detached and the stent was partially deployed. According to the physician, they were unaware that the suture had detached and thought that the stent had fully deployed prior to removing the delivery system from the patient. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the right main-stem bronchus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for palliative treatment of a 3 cm stricture within the right main-stem bronchus due to lung cancer. The patient's anatomy was not tortuous and it was not dilated prior to stent placement. During the procedure, as the stent was being deployed, the physician reported having difficulty visualizing the stent under fluoroscopic guidance. Subsequently, part way through deploying the stent, the "resistance of the suture disappeared." The delivery system was removed from the patient. Outside of the patient, it was confirmed that the deployment suture had detached and the stent was partially deployed. According to the physician, they were unaware that the suture had detached and thought that the stent had fully deployed prior to removing the delivery system from the patient. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 25 mm. The deployment suture thread had broken at approximately 7 mm from its point of release. Microscopic examination of the thread noted that it appeared frayed at the point of break. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent or the shaft of the device which could have contributed to the complaint incident. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the reported issue of stent partially deployed. (B)(4) for the reported issue of suture broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.